Manufacturer narrative:
Device was not returned from eval. The lot number is unknown and the device history records (DHR) could not be reviewed. No conclusions can be made at this time. Care must be taken during use to maintain a straight alignment and not to place excessive force on the guidewire.